Manufacturer narrative:
Device history record review: batch p22113899 ((B)(4) pcs., prod. Date 22/02/23, exp. Date 22/02/28). Our in-process control includes a tensile strength test for every batch of the drains. Batch p22113899 passed the tensile strength test (tear test) in both the tube part and the fluted part. According to our quality process, the minimum requirement for both tests is fmin = 55n, while the standard requires only f=15n. The results for this batch were as follows: tube part: faverage = 139n fluted part: faverage = 114n our products exhibit a very high tensile strength, which suggests that normal forces are unlikely to cause breakage. A retained sample from the same batch was inspected and found compliant with specification. A sample was not returned and a photo not provided, therefore, this complaint could not be confirmed. No new actions will be taken. If additional information is received, this complaint will be reopened.

Manufacturer narrative:
The complaint was forwarded to the manufacturing facility where it is currently still under investigation. A follow-up report will be filed once the results have been completed.

Event description:
Mw (B)(4) : the pa (physician¿s assistant) carefully removed the suture first, noting the tubing was not cut, made sure to let out all suction before removing. As drain was being removed, slight typical resistance, believed to be the slightly larger portion of the drain was noted. Tubing was coming out as intended and then upon examination, the drain was noted to have a frayed edge. Pa immediately escalated to attending who assessed area and ordered a CT to evaluate retained drain. Patient underwent incision and removal of the retained foreign body. Procedure was completed without complications and the patient was discharged home. To remove the retained foreign body, patient underwent 2cm proximal and distal incisions then the entire incision was opened as the drain was not easily identified followed by removal of the retained foreign body (rfb) under monitored anesthesia care (mac).